Event description:
It has been reported to philips that the allura system couldn't be started. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that host pc cannot access the software, and mcs has no signal. Upon some functional test fse found that the flexvision pc did not start up and bios battery needs to be replaced. Fse replace the flexvision pc bios battery and reload flexvision software. After replacement of battery and reloaded the software, the issue got resolved, the system was returned to use in good working order. The codes were updated based on the investigation outcome.